Event description:
A medtronic representative reported that during a navigated spine surgery the navigation reference frame was bumped by a retractor and navigation became 4 mm inaccurate. The user noticed the inaccuracy when they were taking their a/p and lateral images later during the case. The surgeon reported the screw placement was too far superior and one of the screws was breaching into the disc. They adjusted the position of two screws; one at l5 ad the other at s1. They used the same entry point but slightly altered the trajectory to adjust the screw position. Screws were successfully repositioned and procedure continued without issue.

Manufacturer narrative:
The frame to patient relationship changed which made the registration invalid. Software is functioning as designed. Instructions for use state, "do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."